Event description:
It was reported that the pump¿s sleep/wake button was intermittently unresponsive, and the user chose troubleshooting rather than replacement. Symptoms included no reported clinical effects. Outcomes included no reported impact to therapy, no alarms, and no hospitalization. Investigation included remote troubleshooting and a firmware update, with guidance to allow the button to rest for up to 30 minutes and to monitor for recurrence. Investigation of this case revealed an intermittent user interface responsiveness issue addressed through software update and use guidance. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with software-related user interface behavior.